Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxh 800 coulter cellular analysis system did not flag for blasts on a leukemia patient when 8% - 10% blasts were observed on a manual smear and confirmed on an alternate methodology (cellavision). Review of the dxh 800 printout for the patient sample confirmed that there was no blast suspect or differential flagging. The same sample was run on two alternate instruments where the blasts were flagged; however, where not provided. The erroneous results were not reported out of the laboratory. There was no death, injury, or change to patient treatment attributed to this event. The results provided by the customer are shown in the attachment section of this report.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013, for this event. The fse found no instrument issues. Control and latron history was reviewed and found no obvious issues. Raw data was submitted and analysis is pending. Failure mode is currently unknown. Per labeling, beckman coulter does not claim to identify every abnormality in samples and suggests using all available flagging options to optimize the sensitivity of the instrument results. All flagging options include reference ranges (h/l), codes, and flags. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.